Event description:
A dreamstation auto CPAP device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During evaluation of the device, the service technician observed visible foam deterioration particles inside the blower kit. Additionally, unrelated to the reportable malfunction, the service technician observed dust-related contamination. Evaluation of the device data identified no error codes. Following completion of the evaluation, the device was scrapped by the service center. There was no report of death, serious or permanent harm, injury, or medical intervention associated with this event. The observed dust-related contamination and absence of error codes were unrelated to the reportable malfunction and were not determined to have contributed to or caused the reported event. Based on the identification of visible foam deterioration particles during device evaluation, this event was determined to be reportable under FDA 21 cfr part 803 as a product malfunction and/or potential serious injury event. No additional information is available at this time.